Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device upgrade procedure, the pre-procedure fluoroscopy revealed some early externalization of conductors on the proximal end of the right ventricular(rv) lead coil. No electrical abnormalities were detected. The physician elected to cap the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable